Manufacturer narrative:
The reported event of premature discharge of battery/battery problem was not confirmed. Electrical testing was normal. Longevity battery assessment was performed, device exceeded projected longevity and it is considered normal battery depletion. No problem was detected.

Event description:
It was reported that the patient's pacemaker had a battery malfunction. The device was explanted and replaced. The patient condition was stable.